Manufacturer narrative:
An additional lot number was reported (lot # m020125). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with 120-200 units of insulin. The customer's blood glucose level was 121 mg/dl. The customer loaded a new cartridge successfully and resumed insulin therapy.